Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0: controller / (B)(4) / model #: 1420 / expiration date: 03/31/2018, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ controller 2.0, controller / (B)(4) / model #: 1420 / expiration date: 03/31/2018, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 03/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ outflow graft: outflow graft / unknown/ model #: 1125, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple low flow and high watt alarms and continued to disregard those alarms and did not notify the site. It was further reported that the patient had a ventricular assist device (vad) stop alarm alerting the patient to change the controller. The patient exchanged to the backup controller and the issue did not resolve. The patient was then hospitalized. The site suspected a thrombus in the outflow graft and the pump was exchanged. The primary controller was replaced and the backup controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump, two controllers and one outflow graft were not returned for evaluation. Review of the log files from (B)(4) reveled multiple low flow alarms, high watts alarms, and vad stop alarms starting from 08aug2018. Log file analysis of (B)(4) revealed a decrease in estimated flow on 08aug2018 and a subsequent rise in power consumption to levels above normal operating range. 50 low flow alarms, followed by 47 high watt alarms, were recorded starting 11aug2018. As a result, the reported low flows and high watts alarms were confirmed. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms. Furthermore, the first vad stop alarm was logged on 11aug2018 at 21:53:21 indicating a physical disconnection of the driveline from the controller followed by another vad stop alarm indicating that the pump failed to restart after several attempts, and vad stop associated with physical driveline disconnection, which corresponds to the series of events in attempt to troubleshoot the high watt alarms and the exchange of the controller from (B)(4) to (B)(4). Log file analysis of (B)(4) revealed two vad stop alarms were logged on 11aug2018 at 22:42:21 and 22:42:46, one associated with a physical disconnection of the driveline form the controller followed by vad stop alarm indicating that the pump failed to restart after several attempts. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation has been opened to evaluate the failures of the pump to restart at the system level (interaction between the pump and peripheral devices) and implement corrective actions as required. Based on an extensive internal investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case the patient was non-compliant with the medical regimen and instructions. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller/ (B)(4) d10: no, h3: yes, h6 FDA method code(s): 4114, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 4310 controller/ (B)(4), d10: no, h3: yes, h6 FDA method code(s): 4114, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 4310 outflow graft/ 15958809-9516 d10: no, h3: yes, h6 FDA method code(s): 4114, h6 FDA results code(s): 3221, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: outflow graft/15958809-9516. Expiration date: 2021-11-30. Mfg date: 2016-11-30. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's outflow graft was also exchanged along with the pump.